Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak occurred during patient treatment with a prismaflex m150 set. The leak occurred at the electrostatic discharger ring. This occurred in the intensive care unit (ICU). The device was replaced and treatment was continued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.